Event description:
The facility reported an infusion pump with depleted battery. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury and no medical interventiion had been reported. Though requested, no add'l info was provided.